Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 594 mg/dl at the time of the incident. The customer was at 227 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer experienced symptoms such as vomiting continuously. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. A nurse mentioned that the customer was out in the garden and it's possible their insulin over heated. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08730 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The unit powered up properly after the test battery was installed. Device was monitored for 2 days. The unit functions properly during testing. No damage noted on the original battery cap. Device uploaded properly using carelink. Device had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. (B)(4).